Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking. The patient noticed the luer lock was bent and insulin was leaking into the infusion device. The patient experienced elevated blood glucose levels as high as 480 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.